Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at 4:30am, the patient experienced a seizure. The seizure lasted for 5-10 minutes and the patient lost consciousness for half an hour due to hypoglycemia caused by inaccurate cgm readings and an hour of not getting readings on his device. At 1:00 am, the reading on the device was at 62 mg/dl and bgm measured 184 mg/dl, so they calibrated but the calibration was not accepted. An hour prior to the seizure, the device was not getting any readings at all but they got no error messages on the device. The last cgm reading was 97 mg/dl at 3:24 am. An ambulance was called and when ems arrived they tested his glucose, and the patient's bgm was 33 mg/dl. The patient was treated with ¿sugar injection¿ (glucagon). At the hospital they performed some tests, eeg, MRI, cti scan and others and all the results were normal. At the hospital, the patient was treated with intravenous (IV) glucose. At the time of the report, he was fine and awake and still recovering. At the time of the follow up, the patient confirmed he was discharged on (B)(6) 2026, the next day after the hospitalization. He was improving and feel fine and will do follow up checkups. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure, and loss of consciousness.